Manufacturer narrative:
Claim(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7.00/2.5/102 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on an unknown date. Excessive vault was reported. Lens remains implanted. No patient injury reported. Cause was reported as unknown. Additional information was requested but has not been provided to date.

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7.00/2.5/102 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6)2023. Excessive vault was reported. On (B)(6) 2024 the lens was exchanged for a smaller lens. This resolved the problem. No patient injury reported. Cause was reported as unknown. Additional information was requested but has not been provided to date. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7.00/2.5/102 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6)2023. Excessive vault was reported. On (B)(6) 2024 the lens was exchanged for a smaller lens. This resolved the problem. No patient injury reported. Cause was reported as unknown. Additional information was requested but has not been provided to date.